Manufacturer narrative:
(B)(4) : implanted device remains.

Event description:
Per the clinic, the patient experienced an infection around the implant site. The patient was treated with oral and IV antibiotcs (date and type not reported). The implanted device remains.revision surgery has been planned; however, it is unknown if this has occurred as of the date of this report, (B)(6), 2013.